Event description:
A report was received that the pt's paddle lead was replaced due to high impedances. The pt is reportedly doing well following the revision surgery.

Manufacturer narrative:
The explanted device will not be returned to bsn, as it was discarded by the medical facility.